Event description:
Physician reports that pt underwent surgery in 2000 in which an unspecified tefflon mesh was sutured to the vaginal apex and promontor of the sacrum. The fascia layers were closed with suture. A wedged-shaped segment of the posterior vagina was also excised. The levator muscles were approximated with suture. The pt developed a peri-rectal abscess and underwent surgery in 2001. A peri-anal abcess was noted anterior to the anus and posterior to the vagina and was drained. Two tracts were noted and identified as the apparent source of the perianal abscess. Resection of the fistulous tract resulted in the identification of undissolved panacryl suture.